Event description:
A journal article was reviewed which contained information regarding this lead model. The article indicated that there were "abnormal" lead impedances after the defibrillation threshold testing. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. All information provided is included in this report. This event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "defibrillation testing can reveal 'concealed' lead fracture." Europace. January 1 2013;15(1):54. (B)(4).